Event description:
Related manufacturer reference number: 2017865-2022-11984. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix damage and helix mechanism issue resulting in failure to extend the helix. A new rv lead was used which also had helix damage noted. Both rv leads were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead with a stylet was received in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood or tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. X-ray examination found no anomalies to the lead body. The cause of the reported event was isolated to the helix being clogged with blood or tissue.